Manufacturer narrative:
Report date: 1feb2019. Date rec'd by MFR: 31jan2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to try a different vga controller. The customer replaced the defective vga controller to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 30jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit would not power on and the screen was white at power up. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.